Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Two possible lots have been identified for the device involved. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lots. The march 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
It was reported to boston scientific corp on 03/28/07, that during an endoscopic retrograde cholangiopancreatography (patient age and gender unknown) using a pathfinder exchange guidewire, the "guidewire unraveled, [and the] core came off inside the patient". The physician retrieved the core and successfully finished the procedure using a jagwire. The patient's condition was reported as "ok".